Event description:
"Caller alleged discrepant results compared with the lab. Results as follows." Date: (B)(6) 2014. Inratio: 2.0. Lab: 1.6. Patient's therapeutic range: unk. Tests were performed 2-3 hours apart. Customer has two meters and was not sure which one was used for the result listed above.

Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Although the product could not be tested, the reported results were within the expected variability for the assay and are not considered to be outside of the performance specifications. Retain strip testing results met both accuracy and strip repeatability criteria. A review of the manufacturer record for the lot did not uncover any relevant non-conformance. Lot meets release specification. No problem found. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. This issue will be subject to tracking and trending.